Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on jul 21, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Charging was attempted, without success. As a result, surgical intervention may occur to address the issue.